Event description:
Philips received a complaint on the intellivue mmx indicating that there was dysfunction on the values especially for hypertension. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. The customer advised when taking nibp, the values are accurate, even if it drifts slightly. However, above 150, the values are completely off track. The rse had the customer test with another cuff and connector hose, but the problem persists. It was determined that the nibp pump was the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the nibp pump to resolve the issue. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).